Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been move than 5 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by the accidental failure of the electronic components of the printed circuit board due to the deterioration caused by long-term use.

Manufacturer narrative:
The evaluation found the image freezes due to a defective printed circuit board. Also, the video connector latch is loose causing the image to become unstable/flicker. The device is running an out dated software. The power switch is sticking and the housing top cover and front panel are faded. The bottom and front chassis has rusting. The device was repaired and sent to asset inventory. A review of the repair history showed there are no previous repair records for this asset. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset, the evis exera iii video system center's image was found freezing. There was no report of any problems associated with the device and no patient injury or harm was reported.